Event description:
On (B)(6) 2012, the subject device was interrogated while in its sterile box to update the embedded software. During interrogation process, the user attempted to go to aida screen. At that point, the programmer rebooted. Similar behavior was observed again for the subject device. Later, normal interrogation could be performed.

Manufacturer narrative:
On (B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the us; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.